Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 2/4/2020. Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast saline implant. During visual evaluation of the device it was observed a tear in posterior view, measuring approximately 0.1 cm, additionally siltex cracking was noted in the edges of the rupture . The evaluation determined that the rupture is consistent with a siltex cracking rupture. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Concomitant products: a mentor siltex round moderate profile 225cc, catalog number: 3542630, serial number: unknown , lot number: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a mentor siltex round moderate profile 225cc and experienced deflation on the left breast implant. As a result, the patient had undergone removal and replacement with mentor smooth round moderate profile 250cc on (B)(6) 2019.